Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2011-03341 addresses the first stent, while manufacturer report # 3005099803-2011-03561 addresses the second stent. It was reported to boston scientific corporation that two flexima biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the first stent (manufacturer report # 3005099803-2011-03341) was advanced through the scope and was attempted to be deployed within the common bile duct; however, the stent did not release from the catheter. The catheter and the stent were removed from the patient. No damage was noted to the device or the packaging. The second stent (manufacturer report # 3005099803-2011-03561) was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Evaluation of both complaint devices revealed the guide catheters to be broken, therefore, these are now MDR reportable events.

Manufacturer narrative:
The delivery system was returned for evaluation. The stent was not returned. The suture was found to be detached from the push catheter and was also not returned. Visual evaluation of the complaint device revealed the push catheter to be kinked and the suture hole to be torn. The guide catheter was found stretched and broken near the proximal end. The distal end of the guide catheter was noted to be kinked (a suture impression), indicating the suture likely embedded inside the guide catheter during attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted defects are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2011-03341 addresses the first stent, while manufacturer report # 3005099803-2011-03561 addresses the second stent. It was reported to boston scientific corporation that two flexima biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the first stent (manufacturer report # 3005099803-2011-03341) was advanced through the scope and was attempted to be deployed within the common bile duct; however, the stent did not release from the catheter. The catheter and the stent were removed from the patient. No damage was noted to the device or the packaging. The second stent (manufacturer report # 3005099803-2011-03561) was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Evaluation of both complaint devices revealed the guide catheters to be broken, therefore these are now MDR reportable events.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. Reported event of guide catheter broken. Visual evaluation of the complaint device revealed the guide catheter to be broken, however, the investigation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.